Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) delivered several rounds of inappropriate anti-tachycardia pacing (atp) and 6 impropriate shocks due to an episode of atrial fibrillation (af) and rapid ventricular response. The device presented therapy exhaustion. The device remains in service. No additional adverse patient effects were reported.